Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient's mother reported that the wire was visible in the patient's skin after the sensor was removed. Sensor wire was removed without incident. No additional event or patient information is available.